Manufacturer narrative:
Investigation ¿ evaluation a representative of shandong jianning kangyuan biotechnology co., ltd (china) informed cook on 28sep2022 of an event that occurred on 20sep2022 involving a nester platinum embolization coil (rpn: mwce-35-14-4-nester; lot: 14608833). The user reported that resistance was met when a portion of the coil exited the distal tip of the catheter, and the coil was stuck within the shaft of the catheter. There were no adverse effects reported to the patient due to this occurrence. Reviews of the complaint history, device history record (DHR), instructions for use (IFU), and quality control procedures, as well as a visual inspection of the device, were conducted during the investigation. Cook received one partial device, just the coil. Since this device has already been deployed, and the catheter that was used was not returned, cook was unable to replicate this failure. Cook did not confirm that the device was manufactured out of specification. Additionally, a document-based investigation evaluation was performed. In response to this incident, cook completed a review of the product device master record (dmr) and concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. Cook also reviewed the device history record (DHR). The DHR for lot 14608833 records no relevant non-conformances. A database search for complaints on the reported lot found no additional complaints reported from the field. Cook concluded that no nonconforming product from this lot exists in house or in the field. Cook also reviewed product labeling. The current instructions for use [t_ce_nec_rev4] packaged with the device contains the following in relation to the reported failure mode: "precautions: prior to introduction of the embolization coil, flush the angiographic catheter with saline." Based on the information provided, inspection of the returned device, and the results of the investigation, cook has concluded that component failure unrelated to manufacturing or design deficiencies contributed to this incident. Due to the fact the customer stated that the device was flushed prior to use and an appropriately sized catheter was used, cook does not suspect user error. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Initial reporter address: street- (B)(6). Initial reporter occupation: unknown. PMA/510(k) #: preamendment. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported the physician had difficulty deploying a nester platinum embolization coil during an emergency gastrointestinal bleeding embolism procedure. The physician experienced resistance as a portion of the coil exited the distal tip of the catheter. Deployment failed after several attempts. The coil was described to be stuck within the shaft of the catheter. The device was replaced with a coil of the same rpn and the procedure was completed successfully. A wire guide was used for coil deployment, and the catheter was flushed prior to use. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.